Manufacturer narrative:
Evaluation of the returned ace68 confirmed stretching on the distal shaft. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance during the procedure could not be determined. During functional testing, the ace68 was unable to be advanced through a demonstration neuron max due to the damage on the distal shaft. Further evaluation of the device revealed kinks in the catheter. The kinks in the distal shaft were likely a result of forceful advancement against resistance during the procedure. The kinks in the proximal shaft were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed the first pass using the ace68 and the neuron max. After completion of the first pass, the physician performed a contrast run and noticed an additional occlusion in the m1 segment. The physician then decided to do a second pass. While retracting the ace68 under fluoroscopy, the physician noticed that the tip of the ace68 was not moving. Therefore, the physician removed the ace68 and the neuron max. Upon removal, it was noticed the ace68 was stretched. The procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.